Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has occasional tingling sensation on the side of his face and head. The tingling is on the side of the implant. The device remains in use. No further patient complications have been reported as a result of this event.